Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine (dose, programmed amount and delivery rate not reported) with a spectrum iq pump, the patient experienced a ¿significant drop in pressure (tas ad 70)¿. It was reported the device alarmed a downstream occlusion alarm with no physical occlusion was detected. The port was reported as permeable, and no clamps were closed. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.